Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation olympus investigators were unable to replicate the reported malfunction. The device successfully passed the fog test, insertion tube manipulation, and charged coupled device burn for 15 minutes - the image remained visible. While the image did appear to being operating well, the physical examination of the device did reveal the light guide cover glass was leaking. The cover glass glue was peeling, causing the probe unit to become loose. The a-rubber glue was cracked. The elevator water flow's plug was loose, and the light guide glass o-ring was cut and leaking. At this point, it does seem likely that unintended user error may be the most likely contributing factor for this event. Further investigations ongoing. Upon completion of the investigation, or if additional information should become available, a supplemental report will be submitted.

Event description:
As reported, during procedure preparation, the evis exera ii ultrasound gastrovideoscope was displaying a compromised image. There was no patient harm or consequence from this event.

Manufacturer narrative:
The following fields were updated. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ as a result of the investigation, olympus believes from the fact that there is a rattle of the ultrasonic probe due to physical stress, it can be seen that an external force was added to the ultrasonic probe. Additionally, the device was manufactured nearly 5 years ago and its possible that the failure occurred as a result of aging degradation. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received on 11feb2021 from the biomedical engineer stating that the bad image occurred before a diagnostic procedure. There were no additional devices involved or replaced during the event. The procedure was completed using a different device with no delays.